Event description:
Clinician reports the valve stuck open after giving a saline flush. Device was in use with patient central intravenous catheter. No patient injury, no blood loss, no medical intervention per bedside clinician.

Manufacturer narrative:
The manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.